Event description:
The customer reported via phone call that the insulin pump had a button error alarm after he wore it while jet skiing. Blood glucose level at the time of the incident was 400 mg/dl. The customer stated that he had a backup insulin pump at home and declined to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.